Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 400 mg/dl. Customer did not provide details regarding symptoms of their high blood glucose episodes. Customer stated that the insulin pump had lost at the hospital. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.